Event description:
Indwelling foley catheter (16 fr) was in the process of being discontinued by the rn when she noted difficulty with deflating the balloon. Rn was able to deflate balloon by creating a slit on the side of the balloon port. No harm or injury to the pt. MFR: please note that we do not send products to the MFR, but you may arrange for pick-up by calling my number below.